Event description:
Information was received from a patient who was receiving fentanyl (asked/unknown mcg/ml at 1646.7 mcg/day) via an implantable pump for non-malignant pain. It was reported that the ptm (personal therapy manager) has been taking longer and longer to find the pump. The patient stated they will move the communicator all around until the pump is found.  The patient then mentioned a little bit at a time over the past several months (confirming 2020) they have lost weight and wondered if the pump has moved, affecting telemetry.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; product type: accessory. Product ID: a820. Product type: software. Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.